Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion / root cause: the shorted c131 on the power management printed circuit board assembly (pcba) prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator would not power on either ac power or dc power. There was no reported patient involvement.

Event description:
The customer reported the ventilator would not power on either ac power or dc power. There was no reported pt involvement.